Event description:
It was reported, that bd syringe 0.5ml 31ga 8mm, 10 bag 500 wal needle hub separated. The following information was provided by the initial reporter: it was reported, that the needle hub separated.

Manufacturer narrative:
The following fields were updated, due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on 11/19/2021. H.6. Investigation: customer returned (1) 0.5ml insulin syringe from lot# 9324157. The consumer reported, that the needle hub separated and came off with the shield. The returned syringe was examined. And it was observed, that the barrel tip was broken and found lodged inside the needle hub/shield assembly. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 9324157. All inspections and challenges were performed, per the applicable operations qc specifications. There was one (1) notification noted, that did not pertain to the complaint. There was one (1) notification noted, for raised needle assemblies. There was one (1) notification noted, for cracked hubs. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 9324157; medical device expiration date: na; device manufacture date: 2020-01-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 0.5ml 31ga 8mm 10 bag 500 wal needle hub separated. The following information was provided by the initial reporter: it was reported that the needle hub separated.